Event description:
Dental implant was explanted due to a loss of osteointegration. The dr reported poor oral hygiene as the reason for implant loss. Calculus and bone loss were noted around the implant.